Manufacturer narrative:
Reliability analysis evaluated 2 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies none were found. Ran occlusion test. Reservoirs filled with diluent and connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. Analysis performed a manual prime, visual fluid flow through infusion set and out catheter tip. The conclusion was reservoirs were not occluded. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 476 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer was unable to push insulin out during plunger push. The customer was advised to replace the infusion set and reservoir. The reservoir was returned for analysis.